Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2013 the patient was admitted and brought to surgery for an infected pump pocket in the left lower anterior abdominal wall and also an infected intrathecal catheter. On incision of the pump pocket, purulent drainage was noticed. Wound cultures were obtained for aerobic and anaerobic culture. The pump was removed and it was noted that there was no drug in the pump on aspiration. There was no significant drainage notice when the catheter and catheter anchor were accessed and removed via a midline lumbar incision. Sterile dressing was applied on the back. Thrombin spray was done in the abdominal wound to control the bleeding. The wounds were irrigated with antibiotic solution. A wound vac was applied to the abdominal pocket. The patient was transferred to the recovery room in stable condition. The patient was being kept in observation in the hospital; priority care was consulted for medical care; and intravenous vancomycin was to be dosed per pharmacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.